Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device would not arm. Another device was used to complete the case. There were no consequences to the patient.